Event description:
It was reported that the adaptive stimulation was not changing with position changes. Stimulation shut off while the patient was walking around and the patient had to use the patient programmer to turn stimulation back on. When it came back on it came on to what it was before it shut off. The patient usually used the ¿+¿ key to turn it back on and then she would decrease the stimulation to get the previous voltage level. Impedances were normal. This started occurring a couple of months prior to report and it occurred every few days. It occurred arbitrarily and in different positions. The patient used adaptive stimulation and voltage was not changing with position changes. The physician programmer indicated that positions being sensed as correct. They reassigned voltages on the day of report. On the day of report they were using the patient programmer, the patent went to lying back position and the patient programmer showed ¿lb¿ and then the patient went to sit up and the patient programmer kept showing ¿lb¿ and the voltage did not change to upright. It hadn¿t changed to upright even after 3 minutes. The patient was upright at a different voltage than before. The issue started a few weeks prior to report. The manufacturing representative had the patient lie back and stimulation wasn¿t adjusting and the patient was at 4 volts from the upright position and then the patient turned down stimulation to 3.7 as she was lying back. The laying back position should be at 1.5 and 1.8. The upright position was showing 3.6 and 3.7 and they should be 4.0 and 4.5. The implantable neurostimulator (ins) was checked with the physician programmer and confirmed the defined voltages. The laying back and upright positions were checked and were showing correctly and checked position transition times. The manufacturing representative exited out of the physician programmer session and had the patient lie back and be in upright and it adjusted fine with position changes using the patient programmer with both programs at 4.0 volts and lying back and adjusting appropriately to 1.5 and 1.8. The adaptive stimulation issues were resolved.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).